Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed which found that the device was functional, and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the motor, electric control unit and the gear for reciprocator were corroded. It was further determined that the battery reciprocator showed signs of an immersion. It was further determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device operated unexpectedly when the drill mode switch was in the ¿locked¿ position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.